Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneous tsh and ckmb results generated by the access 2 immunoassay system for one patient sample which were reported outside the laboratory. There was no death, injury or change to patient treatment attributed to or connected with this event. This report documents the erroneous tsh results. The ckmb results for this patient have been documented in a separate MDR report.

Manufacturer narrative:
Per customer, the sample was drawn on site in a greiner plastic tube and appeared normal with no fibrin visible. The sample was spun at 4500rpm for 5 minutes and was not respun in between initial and repeat testing. Qc data supplied showed that qc was within the customer's established ranges. Data was provided for a passing calibration on (B)(4) 2012. The customer stated that there were no suspicious event log error messages during this time. The supplied maintenance log indicates that the daily and weekly maintenance has been performed. System check performed passed within established guidelines. Service was offered but declined by the customer. MDR #2122870-2012-00831 documents the ckmb results generated by this instrument at the customer's laboratory.